Event description:
It was reported that the lead exhibited low impedance, a polarity switch and oversensing/noise. The lead remains in use. No patient complications have been reported as a result of this event.